Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implant, multiple activators were unable to take a recording of the device. Eventually one of the new activators was successful. There were no adverse consequences for the patient.